Event description:
This ra lead was implanted on (B)(6) 2002 and was explanted on (B)(6) 2017 due to infection/sepsis and erosion. The patient was hospitalized , increased follow up due to device, and intravenous antibiotics were administered . The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).